Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root.

Event description:
In (B)(6) 2014, the patient underwent ifuse si joint arthrodesis where four ifuse implants were placed. The patient presented to a new surgeon with complaints of sciatic type pain shortly after the initial surgery. A CT scan revealed that the most superior implant was impinging on the nerve root. A few days after the initial surgery, the new surgeon performed a revision surgery where he removed the superior implant and replaced it with a shorter implant using the same hole. The patient's pain resolved following the surgery.